Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor found the sensor cannula was bent and retracted inside of the sensor base; unable to confirm if the customer received the sensor in said condition due to the customer returned opened and used. The cannula was found whole with no broken parts.

Event description:
A customer reported via phone call indicating that lost sensor alarms on their insulin pump. The customer stated they have issues with their transmitter communicating with their insulin pump. The patient's blood glucose was 150 mg/d at the time of the call. The customer stated that they are unsure if the sensor cannula is still in their body because they have neck issues and are unable to check at the moment. The customer was sent a new sensor.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4) for related documentation.